Event description:
Customer reported wife received a false positive result taken on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 26330l, reader sn (B)(4). Two repeat cue tests performed on (B)(6) 2022 provided negative results. Individual tested negative with a binaxnow rapid antigen test on an unknown date. Customer states individual had a known exposure but tested negative for a number of days after the exposure (method of testing not provided). Cartridges were stored within the validated temperature range. Support has reached out 3x for more information but customer has not responded.

Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.